Event description:
It was reported that, during a therapeutic ureteroscopy, the wedge tip fell off while inside the pt. They were able to retrieve the tip, and completed the procedure successfully with another device. There was no pt complications due to this event. No further info forthcoming.

Manufacturer narrative:
This device has not been rec'd by this manufacturer, therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should futher relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.